Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a migration reported to stimwave on (B)(4) 2018, by stimwave territory manager. Following a successful trial stimulator implant with no complications and adequate pain relief, the patient had a permanent procedure performed on (B)(6) 2018. A stimq stimulator (stq4-rcv-a0) was implanted in the lateral genicular region for knee pain (left). No complications occurred during the procedure, and the patient received pain relief comparable to that of the trial. On (B)(6) 2018, the patient informed the territory manager that she was experiencing discomfort at the incision site. The patient visited with the implanting clinician (date unknown) and had a culture taken from the incision site. At this appointment, the implanting clinician trimmed the proximal end of the stimulator and re-sutured the stimulator to the fascial layer. The culture tested negative for infection. The patient reported that the device was still providing pain relief. On (B)(6) 2018, the patient informed the territory manager that she was feeling less discomfort, but marginal pain relief. On (B)(6) 2018, the implanting clinician informed the territory manager that the patient was experiencing discomfort under the implant site, not at the device, and together with her implanting clinician, it was determined that device explant was necessary. That same day, while the implanting clinician was attempting to retrieve the device through the original incision site, the implanting clinician noted that the proximal sutures in the fascia failed and the stimulator had migrated. The clinician used fluoroscopy to visualize the device during the explant. The implanting clinician continued trying to explant the device, but every attempt with surgical tools to grasp the device only caused further migration. Rather than make a larger incision to retrieve the device or further secure the device, the implanting clinician did not complete the explant and closed the incision site. Culture and tissue biopsies were also taken at this time to test for potential infection; lab results later confirmed bacterium, which was considered to be a skin contaminant, and not related to the device or the procedures. The patient was prescribed antibiotics (name, dose, and duration unknown) for the infection. On (B)(6) 2018, the patient informed the territory manager that she did not have any further discomfort following the attempted explant. The patient spoke with the territory manager on (B)(6) 2018 who reported full recovery and no other issues following the attempted explant of the device and that she is scheduled for follow up on (B)(6) 2019. Since (B)(4) 2018, the territory manager remained in contact with the patient and implanting clinician. Immediately following notification of the issue by the clinical specialist on (B)(4) 2018, stimwave quality and management reviewed the events following the procedure leading up to, stimwave quality, stimwave management, and the territory manager reviewed the implanting clinician's procedure compared to the receiver instructions for use (IFU). The procedure for securing the stimulator instructs clinicians to ensure the stimulator is sutured to the tissue (05-0669-2, page 24, k171366), and for fixating the receiver, physicians may need to cut down in order to find a suitable tissue structure for anchoring (05-0669-2, page 26, k171366). It is possible that clinician's did not independently secure and fixate the device to tissue, and the suture knot failed. The IFU states that the device should be secured and fixated before advancing to the next part of the procedure. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician had followed the IFU, securing the stimulator and anchoring the receiver, this kind of adverse event is less likely to occur. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU, and insufficient suturing technique. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave was in constant contact with the territory manager from (B)(4) 2018, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to mitigate migration, and the product did not fail to meet performance and safety specifications. The source of the issue is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU, and insufficient suturing technique. Stimwave has informed all parties that the product was not the source of the issue. Stimwave's chief medical officer advised that the implanting clinician to should perform an explant of the device under fluoroscopy and access the device from the original incision site for placing the stimulator, not the tunneled site for fixating the receiver, grasping the device at the middle to completely remove the device. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as migration can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on december 31, 2018.

Event description:
On (B)(6) 2018, the patient informed the territory manager that she was feeling less discomfort, but marginal pain relief. On (B)(6) 2018, the implanting clinician informed the territory manager that the patient was experiencing discomfort under the implant site, not at the device, and together with her implanting clinician, it was determined that device explant was necessary. That same day, while the implanting clinician was attempting to retrieve the device through the original incision site, the implanting clinician noted that the proximal sutures in the fascia failed and the stimulator had migrated. The clinician used fluoroscopy to visualize the device during the explant. The implanting clinician continued trying to explant the device, but every attempt with surgical tools to grasp the device only caused further migration. Rather than make a larger incision to retrieve the device or further secure the device, the implanting clinician did not complete the explant and closed the incision site. Culture and tissue biopsies were also taken at this time to test for potential infection; lab results later confirmed bacterium, which was considered to be a skin contaminant, and not related to the device or the procedures. The patient was prescribed antibiotics (name, dose, and duration unknown) for the infection. On (B)(6) 2018, the patient informed the territory manager that she did not have any further discomfort following the attempted explant. The patient spoke with the territory manager on (B)(6) 2018 who reported full recovery and no other issues following the attempted explant of the device and that she is scheduled for follow up on (B)(6) 2019.